Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('the other spring was rammed in my uterus') and amnesia ('serious memory loss') in a female patient who had essure (batch no. 31052011) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked like a bent spring". On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced cystitis ("recurrent cystitis") and vaginal infection ("recurrent vaginitis"). In 2015, the patient experienced intermenstrual bleeding ("metrorrhagia"), arthralgia ("hip pain and shoulder pain") and dyspareunia ("pain during relations"). In 2017, the patient experienced the first episode of dizziness ("dizziness"), syncope ("syncope at work"), hypoaesthesia ("numbness in my limbs") and swollen tongue ("tongue feeling swollen"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), allergy to metals ("intolerance to metal because of essure"), amnesia (seriousness criterion medically significant), gastrointestinal pain ("more sequelae: intestinal pain"), mood altered ("mood changes"), asthenia ("asthenia"), anxiety ("anxiety"), tongue disorder ("problems with my tongue"), stomatitis ("whole mouth and throat covered in sores"), back pain ("back pain"), musculoskeletal pain ("muscular and joint pain"), irritability ("irritability"), musculoskeletal chest pain ("irib pain"), the second episode of dizziness ("dizziness"), eye pain ("eye pain"), abdominal distension ("abdominal swelling"), depression ("depression"), sciatica ("pseudo-sciatica"), gastrointestinal motility disorder ("more sequelae: girdle to be able to evacuate") and haemorrhoids ("more sequelae: haemorrhoids") and was found to have weight increased ("I put on 20 kgs quicky"). The patient was treated with surgery (salpingectomy by laparoscopy and hysterectomy via abdominal caesarean scar). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, cystitis, vaginal infection, amnesia, gastrointestinal pain, mood altered, asthenia, anxiety, weight increased, tongue disorder, stomatitis, intermenstrual bleeding, back pain, irritability, musculoskeletal chest pain, the last episode of dizziness, eye pain, abdominal distension, dyspareunia, syncope, hypoaesthesia, swollen tongue, depression, sciatica, gastrointestinal motility disorder and haemorrhoids outcome was unknown and the arthralgia and musculoskeletal pain was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, arthralgia, asthenia, back pain, cystitis, depression, dyspareunia, eye pain, gastrointestinal motility disorder, gastrointestinal pain, haemorrhoids, hypoaesthesia, intermenstrual bleeding, irritability, mood altered, musculoskeletal chest pain, musculoskeletal pain, pelvic pain, sciatica, stomatitis, swollen tongue, syncope, tongue disorder, uterine perforation, vaginal infection, weight increased, the first episode of dizziness and the second episode of dizziness to be related to essure. The reporter commented: during essure removal surgery, they took out one fallopian tube but when seeing the other one without pulling, they opened the patient by abdominal caesarean for a hysterectomy because the other spring was rammed in her uterus, a total of 4 scars, one of 19 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. X-ray - on (B)(6) 2020: it looked like a bent spring.. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of uterine perforation ('the other spring was rammed in my uterus') and amnesia ('serious memory loss'). In a female patient who had essure (batch no. 31052011) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked like a bent spring". The patient's concurrent conditions included: obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("recurrent vaginitis") and cystitis ("recurrent cystitis"). In 2015, the patient experienced dyspareunia ("pain during relations"), intermenstrual bleeding ("metrorrhagia") and arthralgia ("hip pain and shoulder pain"). In 2017, the patient experienced the first episode of dizziness ("dizziness"), syncope ("syncope at work"), swollen tongue ("tongue feeling swollen") and hypoaesthesia ("numbness in my limbs"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), amnesia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("intolerance to metal because of essure"), back pain ("back pain"), abdominal distension ("abdominal swelling"), gastrointestinal pain ("more sequelae: intestinal pain"), gastrointestinal motility disorder ("more sequelae: girdle to be able to evacuate"), asthenia ("asthenia"), stomatitis ("whole mouth and throat covered in sores"), musculoskeletal pain ("muscular and joint pain"), musculoskeletal chest pain ("rib pain"), piriformis syndrome ("pseudo-sciatica"), the second episode of dizziness ("dizziness"), eye pain ("eye pain"), anxiety ("anxiety"), depression ("depression"), mood altered ("mood changes"), irritability ("irritability") and haemorrhoids ("more sequelae: haemorrhoids") and was found to have weight increased ("I put on 20 kgs quickly"). The patient was treated with surgery (salpingectomy by laparoscopy and hysterectomy via abdominal caesarean scar). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, amnesia, pelvic pain, allergy to metals, back pain, dyspareunia, intermenstrual bleeding, abdominal distension, vaginal infection, cystitis, syncope, gastrointestinal pain, gastrointestinal motility disorder, asthenia, weight increased, swollen tongue, stomatitis, musculoskeletal chest pain, piriformis syndrome, the last episode of dizziness, eye pain, hypoaesthesia, anxiety, depression, mood altered, irritability and haemorrhoids outcome was unknown. And the arthralgia and musculoskeletal pain was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, arthralgia, asthenia, back pain, cystitis, depression, dyspareunia, eye pain, gastrointestinal motility disorder, gastrointestinal pain, haemorrhoids, hypoaesthesia, intermenstrual bleeding, irritability, mood altered, musculoskeletal chest pain, musculoskeletal pain, pelvic pain, piriformis syndrome, stomatitis, swollen tongue, syncope, uterine perforation, vaginal infection, weight increased, the first episode of dizziness and the second episode of dizziness to be related to essure. The reporter commented: during essure removal surgery, they took out one fallopian tube, but when seeing the other one without pulling, they opened the patient by abdominal caesarean for a hysterectomy, because the other spring was rammed in her uterus. A total of 4 scars, one of 19 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33.3 kg/sqm. X-ray: on (B)(6) 2020, it looked like a bent spring. Amendment: the report was amended for the following reason: coding correction performed: pt ¿sciatica¿ was recoded to the meddra llt. ¿piriformis syndrome¿. No new follow-up information was received from the reporter. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('the other spring was rammed in my uterus') and amnesia ('serious memory loss') in a 39-year-old female patient who had essure (batch no. 31052011-inv) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked like a bent spring". The patient's medical history included splenectomy (refractory to corticosteroids, for which a splenectomy was performed due to idiopathic thrombocytopenic purpura) in 2007, immune thrombocytopenic purpura in 2005, gravida ii, parity 2, platelet count normal (normal platelet counts: 80-120.000), absence seizure (being monitored by neurology with no current treatment), idiopathic generalised epilepsy, bronchial asthma and myoclonic epilepsy. No drug habits, no allergy to metals. Previously administered products included for myoclonic epilepsy: diazepan; for an unreported indication: fluticasone furoate, cerazet and venlafaxine. Concurrent conditions included obesity and recurrent urinary tract infection. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("recurrent vaginitis") and cystitis ("recurrent cystitis"). On (B)(6) 2014, the patient experienced generalised anxiety disorder ("generalised anxiety disorder / anxiety") with suicidal ideation, 2 years 9 months after insertion of essure. In 2014, the patient experienced vaginal haemorrhage ("light vaginal bleeding"), constipation ("constipation with stools of normal colour"), asthenia ("asthenia") and tongue oedema ("sensation of tongue oedema, recurrent"). On (B)(6) 2015, the patient experienced intermenstrual bleeding ("metrorrhagia"). In 2015, the patient experienced dyspareunia ("pain during relations") and arthralgia ("hip pain and shoulder pain"). In 2017, the patient experienced dizziness ("dizziness"), syncope ("syncope at work, pre-syncope, recurrent") and hypoaesthesia ("numbness in my limbs"). On (B)(6) 2017, the patient experienced thrombocytopenia ("thrombocytopoenia"), herpangina ("herpangina"), tonsillitis ("possible pultaceous tonsillitis"), aphthous ulcer ("canker sores") and pyrexia ("fever of up to 39 c"). On (B)(6) 2020, the patient experienced back pain ("back pain / lower back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), amnesia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("intolerance to metal because of essure"), genital haemorrhage ("bleeding"), abdominal distension ("abdominal swelling"), urinary tract infection ("recurrent urinary tract infection"), gastrointestinal pain ("more sequelae: intestinal pain"), gastrointestinal motility disorder ("more sequelae: girdle to be able to evacuate"), haemorrhoids ("more sequelae: haemorrhoids"), stomatitis ("whole mouth and throat covered in sores"), musculoskeletal pain ("muscular and joint pain"), musculoskeletal chest pain ("rib pain"), piriformis syndrome ("pseudo-sciatica"), eye pain ("eye pain"), depression ("depression"), mood altered ("mood changes"), irritability ("irritability") and insomnia ("insomnia") and was found to have weight increased ("put on 20 kgs quickly"). The patient was treated with allantoin;chlorhexidine gluconate;dexpanthenol (bexident), amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid), amoxicillin;clavulanate potassium (augmentin), enoxaparin sodium (clexane), hyoscine butylbromide (scopolamine butylbromide), metamizole magnesium (nolotil), paracetamol, pregabalin, tranexamic acid (amchafibrin) and surgery (salpingectomy by laparoscopy and hysterectomy via abdominal caesarean scar on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, amnesia, pelvic pain, allergy to metals, back pain, dyspareunia, intermenstrual bleeding, genital haemorrhage, vaginal haemorrhage, abdominal distension, vaginal infection, cystitis, urinary tract infection, dizziness, syncope, gastrointestinal pain, gastrointestinal motility disorder, constipation, haemorrhoids, thrombocytopenia, herpangina, tonsillitis, aphthous ulcer, pyrexia, asthenia, weight increased, tongue oedema, stomatitis, musculoskeletal chest pain, piriformis syndrome, eye pain, hypoaesthesia, generalised anxiety disorder, depression, mood altered, irritability and insomnia outcome was unknown and the arthralgia and musculoskeletal pain was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, aphthous ulcer, arthralgia, asthenia, back pain, constipation, cystitis, depression, dizziness, dyspareunia, eye pain, gastrointestinal motility disorder, gastrointestinal pain, generalised anxiety disorder, genital haemorrhage, haemorrhoids, herpangina, hypoaesthesia, insomnia, intermenstrual bleeding, irritability, mood altered, musculoskeletal chest pain, musculoskeletal pain, pelvic pain, piriformis syndrome, pyrexia, stomatitis, syncope, thrombocytopenia, tongue oedema, tonsillitis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during essure removal surgery, they took out one fallopian tube but when seeing the other one without pulling, they opened the patient by abdominal caesarean for a hysterectomy because the other spring was rammed in her uterus, a total of 4 scars, one of 19 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Blood test - in (B)(6) 2011: leukocytosis with neutrophilia. Electrocardiogram ambulatory - on an unknown date: 24-hour holter monitor electrocardiogram (ECG): sinus rythm with average rv at 74 beats per minute, minimum of 47 and maximum of 124. No significant pauses. No bradyarrhythmia or sustained tachyarrhythmias. Hysteroscopy - on (B)(6) 2011: entered the uterine cavity without difficulty, both ostia visible, both essures were placed without difficulty, 5 coils were left in the right ostium and 4 in the left ostium. Pathology test - on (B)(6) 2020: macroscopic description: hysterectomy piece + double salpingectomy of 160 gr. The uterine body measures 6 x 6 x 3 cm. Externally, there are no significant macroscopic alterations. At its opening the uterine cavity is centred and covered by a 0.2 cm endometrium. The myometrium shows no significant macroscopic alterations. Two fallopian tubes, each 4 cm long, and a metallic device compatible with an essure are placed in the same container, separated from each other. In addition, a second metallic device (essure) is identified in one of the tubes in the isthmus region. B1-2: endomyometrium, b3-4: fallopian tube. Diagnosis: uterus and fallopian tubes (removal), endometrium: proliferative, fallopian tubes and myometrium no significant alterations. Platelet count - on (B)(6) 2017: 30.000. Smear test - in 2015: negative. Urine analysis - on (B)(6) 2011: negative. X-ray - on (B)(6) 2020: it looked like a bent spring. This lot number 31052011 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-aug-2021: the following information was updated: reporters, patient details, medical history, lab data, other treatment products, genital bleeding, tongue oedema, per vaginal bleeding, constipation, anxiety updated to generalised anxiety disorder, passive suicidal ideation (symptoms generalised anxiety disorder), herpangina, pyrexia, tonsillitis, canker sore, onset date added asthenia, low back pain based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('the other spring was rammed in my uterus') and amnesia ('serious memory loss') in a female patient who had essure (batch no. 31052011-inv) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked like a bent spring". The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("recurrent vaginitis") and cystitis ("recurrent cystitis"). In 2015, the patient experienced dyspareunia ("pain during relations"), intermenstrual bleeding ("metrorrhagia") and arthralgia ("hip pain and shoulder pain"). In 2017, the patient experienced the first episode of dizziness ("dizziness"), syncope ("syncope at work"), swollen tongue ("tongue feeling swollen") and hypoaesthesia ("numbness in my limbs"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), amnesia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("intolerance to metal because of essure"), back pain ("back pain"), abdominal distension ("abdominal swelling"), gastrointestinal pain ("more sequelae: intestinal pain"), gastrointestinal motility disorder ("more sequelae: girdle to be able to evacuate"), asthenia ("asthenia"), stomatitis ("whole mouth and throat covered in sores"), musculoskeletal pain ("muscular and joint pain"), musculoskeletal chest pain ("rib pain"), piriformis syndrome ("pseudo-sciatica"), the second episode of dizziness ("dizziness"), eye pain ("eye pain"), anxiety ("anxiety"), depression ("depression"), mood altered ("mood changes"), irritability ("irritability") and haemorrhoids ("more sequelae: haemorrhoids") and was found to have weight increased ("I put on 20 kgs quicky"). The patient was treated with surgery (salpingectomy by laparoscopy and hysterectomy via abdominal caesarean scar). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, amnesia, pelvic pain, allergy to metals, back pain, dyspareunia, intermenstrual bleeding, abdominal distension, vaginal infection, cystitis, syncope, gastrointestinal pain, gastrointestinal motility disorder, asthenia, weight increased, swollen tongue, stomatitis, musculoskeletal chest pain, piriformis syndrome, the last episode of dizziness, eye pain, hypoaesthesia, anxiety, depression, mood altered, irritability and haemorrhoids outcome was unknown and the arthralgia and musculoskeletal pain was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, arthralgia, asthenia, back pain, cystitis, depression, dyspareunia, eye pain, gastrointestinal motility disorder, gastrointestinal pain, haemorrhoids, hypoaesthesia, intermenstrual bleeding, irritability, mood altered, musculoskeletal chest pain, musculoskeletal pain, pelvic pain, piriformis syndrome, stomatitis, swollen tongue, syncope, uterine perforation, vaginal infection, weight increased, the first episode of dizziness and the second episode of dizziness to be related to essure. The reporter commented: during essure removal surgery, they took out one fallopian tube but when seeing the other one without pulling, they opened the patient by abdominal caesarean for a hysterectomy because the other spring was rammed in her uterus, a total of 4 scars, one of 19 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. X-ray - on (B)(6) 2020: it looked like a bent spring. This lot number 31052011 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.